Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be depleted. The battery was scrapped and replaced. The depleted battery was not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.